Event description:
A product liability claim was raised. It was reported that the pt was implanted a zimmer mmc cup on the right side on (B)(6) 2011. The pt was revised on (B)(6) 2012 due to "radiating groin pain and stiffening of his hip joint. They also allege that during the revision surgery, adverse local tissue reaction was found along with excess fluid retention. A synovectomy was performed and the tissues were debrided."

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for thi specific event cannot be ascertained from the info provided. Should add'l info become available, and an investigation result become available, that changes this assessment, an amended medical device report will be submitted. Zimmer reference number (B)(4).